Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in (B)(6) 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician at the account replaced the power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not placing a bed exit signal to the nurses station. The bed was located in the repair shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).